Manufacturer narrative:
(B)(4).

Event description:
When the hcp updated the pump after a normal refill, the clinician programmer displayed "wrong pump." The programmer did not leave the room after the pump was interrogated. A pump reset occurred: watchdog, pump in safe state. The empty reservoir alarm and low reservoir alarms were showing at the same time. The programmer indicated 0.0 ml dispensed from the pump since the last update. The hcp updated the reservoir volume for 20 ml and then updated again to 40 ml. The type of medication in the pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.